Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experience hyperglycemia with blood glucose level 476 mg/dl. The customer's current blood glucose level was 273 mg/dl. The troubleshooting was performed. The auto mode feature was active at the time of high blood glucose event. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.